Manufacturer narrative:
The pump passed sleep current measurement, active current measurement, self test and displacement test. All currents within spec range. No unexpected battery life last less than expected alert noted during testing. However, confirmed power loss alarm due to non-sleep anomaly software error. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a pump low battery alerts. Customer was advised device will be replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.